Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced poor performance with the device, as well as pain at the implant site. Reprogramming attempts were made; however, the issue could not be resolved, resulting in the decision to explant the device. Explant and reimplantation is planned but has not taken place at the time of this report, (B)(6) 2015. The implanted device remains.